Manufacturer narrative:
The customer contacted a siemens customer care center. Quality controls for tni-ultra were acceptable. The customer performed precision testing, which was acceptable. A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a total service call and pro-actively replaced and primed the acid and base pumps. Quality controls were run, which were acceptable. The customer stated that no further issues have occurred since the service intervention. A siemens headquarters support center specialist reviewed the event data and indicated that the issue may have caused due to the sample quality issue. The cause of the discordant, falsely elevated tni-ultra result on one patient sample is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
A discordant, falsely elevated cardiac troponin-I (tni-ultra) result was obtained upon repeat testing on one patient sample on an advia centaur xp instrument. The sample was initially tested on the same instrument, resulting lower. The discordant result was reported to the physician(s), who questioned it. The patient was treated with heparin due to the discordant, falsely elevated tni-ultra result. The sample was repeated twice on the same instrument, resulting lower each time. The correct result was reported to the physician(s). There are no reports of adverse health consequence due to the discordant, falsely elevated tni-ultra result and patient being treated with heparin.